Event description:
It was reported that the right ventricular lead was undersensing. The pace/sense portion of the lead was capped but the lead remained implanted for high voltage therapy. A new pace/sense lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. The device is part of the advisory for this model.